Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. No further investigation will be performed or follow-up submission for this case as there is no alleged device related issue. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: a customer reported that their adc device was recalled. There was no report of adverse heath impact and any self or third-party medical treatment. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.